Event description:
It was reported that on (B)(6) 2025, the patient underwent a bha surgery for femoral neck fracture with the cement in question. In the surgery, the setup was completed according to the normal procedure, but the monomer was not sucked into the funnel, and proper mixing was not possible. It was confirmed that negative pressure was applied to the hose connected to the syringe. Another product was opened and used. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, 510k is not available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. According to the information received,¿ it was reported that on (B)(6) 2025, the patient underwent a bha surgery for femoral neck fracture with the cement in question. In the surgery, the setup was completed according to the normal procedure, but the monomer was not sucked into the funnel, and proper mixing was not possible. It was confirmed that negative pressure was applied to the hose connected to the syringe. Another product was opened and used. The surgery was completed successfully with no surgical delay. No further information is available.¿ product description: - vmp endurance 80g product code: - 3172080 lot no: - 4625014 quantity of manufactured: - (B)(4) date of manufacturing: - 13-nov-2024 expiry date:- 31-oct-2026. There was one non-conformance associated with this lot. On review of the applicable nc it has been identified that the nc would not have contributed to the complaint event. The samples were tested in a temperature and humidity-controlled laboratory lot: 4625014 extrusion time: 2 mins 15s mix characteristics: ok setting time: 11 mins 48s (spec: 10 min 00s to 14 min 30s)) the cement mixed and behaved as expected for the product type and met the appropriate control specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: - vmp endurance 80g product code:- 3172080 lot no:- 4625014 quantity of manufactured:- (B)(4) date of manufacturing:- 13-nov-2024 expiry date:- 31-oct-2026. Device history review a manufacturing record evaluation was performed for the finished device 4625014. There was one non-conformance associated with this lot. On review of the applicable nc it has been identified that the nc would not have contributed to the complaint event.